Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, which likely contributed to the observed helix issues. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Additionally, inspection of the lead did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. (B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged approximately 3 months post-implant. Subsequently, this patient underwent a revision procedure and, due to helix issues, this lead was ultimately explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.